Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system receive one inappropriate shock due to oversensing of low amplitude r wave. It was noted that troubleshooting was performed and the patient experienced pain and felt anxious. Due to the low amplitude a smart pass disabled episode was noted. A chest xray was performed and the s-ICD reported to be flared and the electrode dislodged. During the revision procedure a little nick was found on the device and the system was decided to be replaced. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system receive one inappropriate shock due to oversensing of low amplitude r wave. It was noted that troubleshooting was performed and the patient experienced pain and felt anxious. Due to the low amplitude a smart pass disabled episode was noted. A chest xray was performed and the s-ICD reported to be flared and the electrode dislodged. During the revision procedure a little nick was found on the device and the system was decided to be replaced. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.